Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the post-operative check, it was discovered that the right ventricular lead exhibited high capture thresholds. A chest x-ray was performed, and it was noted that the lead dislodged. On (B)(6) 2020 the lead was successfully re-positioned. The patient was in stable condition.